Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer visually confirmed that the large clip applier instrument could not grasp the clips for over five times. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. While the customer was using the instrument for vessel ligation, the instrument had clipping issue when applying the large clip. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The vessel was less than 13 mm in diameter. The customer confirmed that no fragment fell inside of the patient and there was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument and completed the evaluation. Failure analysis (fa) investigation was able to replicate and confirm the reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument failed to completely close the clip onto the test tubing. The root cause of this failure is attributed to mishandling/misuse. An additional finding that was not reported by the site but was related to the reported failure was identified. The instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.021" offset at the tips. As a result, the instrument would fail the clip test. The root cause of this finding is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the large clip applier instrument (part# 470230-12/ lot/serial# k10211213-0187) associated with this event has been performed. Per this review of the logs, the large clip applier instrument was last used on (B)(6) 2022 via system serial# sk1174. There were 19 uses remaining after this last usage. In addition, a review of the rfe procedure log showed the site performed this partial nephrectomy surgical procedure on (B)(6) 2022 with system sk1174. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the large clip applier instrument could not grasp the clips. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.